Event description:
At the end of the case, the suction/irrigator started to make a strange noise, the device was removed from the field. Also, a burnt smell was noted by the scrub tech. And black particles coming out of the tubing. Device was placed in a biohazard bag. Lead gyn rn [gynecology nurse] was notified. Sales rep notified.